Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed flow testing by 7.1%. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluated by MFR: one cadd solis vip pump was received in good physical condition. There was no evidence of the reported issue in the event log. Accuracy testing was conducted on the pump and the reported "failed flow test 7.1%" was unable to be duplicated. It was confirmed that the pump was lower than nominal, but well within specifications. There were no problems found with the returned pump.

Event description:
Additional information was received that the pump failed flow test while being tested. There was no patient involvement.